Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the device is being returned for ex upgrade. No product complaint. No patient consequence.